Event description:
It was reported that the right ventricular (rv) lead impedance had increased and a lead integrity alert (lia) was triggered due to a high short interval count (sic). A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had increased and a lead integrity alert (lia) was triggered due to a high short interval count (sic). A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned, analyzed and a conductor fracture was noted. Information from a save to disk for this lead was also analyzed which showed oversensing and a rising impedance trend. Product ID d224drg, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013.(B)(4).